Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within mfg requirements when tested. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips would not snap together. A new device was used to complete the procedure. There was no pt consequence.